Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. In this case, the device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that during advancement through the moderately calcified, moderately tortuous 90% stenosed anatomy, the balloon became compromised and/or damaged resulting in the balloon rupture during post dilatation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous proximal right coronary artery that was 90% stenosed. Pre-dilatation was performed with an unspecified balloon. A non-abbott 4.0x24mm stent was deployed and malapposition was confirmed. The 4.0x8mm nc trek balloon was advanced for post dilatation but the balloon ruptured at 10 atmospheres on the first inflation. The balloon was replaced with a same size non-abbott balloon to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.